Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used as a conduit for a medtronic device during an endovascular procedure. It was reported during the index procedure, when inserting the delivery catheter system (dcs) into the sentrant sheath and as it was coming out at the other end, the physician felt some resistance and pushed the dcs further in. The surgical team commented that because of the strong curvature at the introducer sheath¿s exit point, and the push on the catheter, the dcs¿s capsule flanged over the nose cone and when attempting to deploy the valve, the end cap separated. When the sheath was retrieved after procedure, the sheath seemed to have been damaged at the distal end. The ring-shape had some visible and tangible marks on it. Per the physician the cause of the event was due to patient's anatomy (curvature at exit point of the delivery catheter system) and position of introducer sheath (exit directly in the curve). No additional clinical sequelae were reported and the patient is fine.